Manufacturer narrative:
The reported high dft was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed to convert a vt due to diagnostic output failure during a dft testing. The patient was rescued by external defibrillation. The device was replaced by another new device, and the patient was stable post procedure.